Event description:
The facility reported to customer service an infusion pump with the battery low during pm. The event is reported to have during bio-med testing. The customer reported no injury or medical intervention. No add'l contact info was available. The pump was returned for service.

Manufacturer narrative:
During service, depleted main batteries were found. Baxter service replaced the main batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005, which is in the implementation stage.